Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked display window.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 14.8 mmol/l at the time of the call. The customer stated that the buttons do not respond. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.